Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported on (B)(6), that the unspecified bd¿ hypo-posifflush syringe with needle which was filled with cyclophosphamide was found to be leaking in the bung and droplets below the barrel. Found during use. No patients involved. No reports of exposure, serious injury or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: no.

Event description:
It was reported on may 22nd, that the unspecified bd¿ hypo-posifflush syringe with needle which was filled with cyclophosphamide was found to be leaking in the bung and droplets below the barrel. Found during use. No patients involved. No reports of exposure, serious injury or medical intervention noted.

Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. No retained samples can be evaluated since there are not retained samples available for bulk references. Leak test cannot be done with sample received since syringes are single and since it has been used, results for this functional characteristic could not be reliable. A device history record review did not reveal any deviations or non-conformances during the production of lot number 1605352 that could have contributed to the reported defect of leakage. In the assembly station during manufacturing process, mechanical leak test is done to every syringe. In case any fails, it is rejected automatically to scrap. During the manufacturing process, mechanical leak testing is performed on every syringe, syringes which fail the test are automatically rejected. Since no manufacturing defect can be confirmed it has been determined no formal CAPA is required at this time.

Event description:
It was reported on may 22nd, that the unspecified bd¿ hypo-posifflush syringe with needle which was filled with cyclophosphamide was found to be leaking in the bung and droplets below the barrel. Found during use. No patients involved. No reports of exposure, serious injury or medical intervention noted.